Event description:
It was reported that there was difficulty in placing the lead due to patient anatomy. It was noted that there were problems with the helix retraction performance. The lead was ultimately placed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.